Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultrasafe¿ syringe's manual needle guard had an issue with leakage.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: this device was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Root cause description: based on investigation conclusion the syringe most likely became detached as it was not clipped into the device or the product received an external impact after syringe insertion which caused the syringe to unclip from the device. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd ultrasafe¿ syringe's manual needle guard had an issue with leakage.